Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there were issues experienced with the loading or firing of the clips. Surgeon said that he had issue with the device jamming. They opened another device to complete the case. No patient injury.